Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2012 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. The implant dates are approximate with year validity. Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported by a health care professional (hcp) that the patient was needing an MRI (not alleged to be related to the device/therapy,) and they were requesting MRI compatibility guidelines. The caller reported that the patient's ins had been turned off "due to lead damage following a fall". The caller stated the fall took place sometime in (B)(6) 2013. Technical services (ts) sent MRI guidelines via fax to the caller.  The caller reported the patient had an interstim device placed in (B)(6) 2012 however they had no further information to give regarding this patient or this event.